Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user called for assistance setting up a replacement ilet with a dexcom g7 sensor, experienced repeated failures to pair a new g7 that had not been connected to the prior ilet, removed that sensor, and then successfully initiated pairing and warmup with a different g7 after entering the new pairing code; the user also selected a higher glucose target. Symptoms included hyperglycemia of unclear cause. Outcomes included no alarms and no hospitalization. Investigation included remote troubleshooting and user education regarding pairing steps and warmup expectations. Investigation of this case revealed an inability of the initial g7 sensor to pair with the ilet of unclear cause, with successful initiation of warmup after replacement, consistent with a sensor or connectivity issue not reproduced with the subsequent sensor. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.